Manufacturer narrative:
A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the ipg found them to be satisfactory.

Event description:
A report was received that a patient had developed a hematoma and a possible infection at the ipg site following a non device related fall. The patient went to the ER for treatment. The ER physician does not think the patient's infection or hematoma are device related but will treat the patient while the patient is in the hospital for a non device related medical issue.

Event description:
A report was received that a patient had developed a hematoma and a possible infection at the ipg site following a non device related fall. The patient went to the ER for treatment. The ER physician does not think the patient's infection or hematoma are device related but will treat the patient while the patient is in the hospital for a non device related medical issue.